Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 515 mg/dl. The customer's expected fasting blood glucose test result range is 120 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 04/27/2019 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer tested the blood glucose on fasting mode. Customer has not had any changes in diet. The back to back test was not done due to customer having just eaten and customer says it would be high.